Manufacturer narrative:
Note: b3. Date of event is unknown. The total number of reported occurrences is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after the use of a custom tubing pack, the customer reported air in the arterial limb of the fusion oxygenator post pump and post flush. The customer observed the air upon throwing the pump out. It is observed before any tubing comes out of their respective raceway. The customer is unsure if it has something to do with draining the water lines connected to the device, that it may put some kind of negative pressure on the membrane. Another possibility is that the air comes out over time while the diluted pump prime is not being recirculated. It was unclear what was causing the air to appear, this seemed to be a new phenomenon that the customer had not observed previously. There are many procedures that could draw air into the circuit, but they confirmed that the most common reasons were not present when this occurred. Nothing appeared to be an issue with the customers priming technique to cause this to occur. No air was observed in the circuit after priming the circuit. The customer did modify their pressure monitoring technique to ensure that it could record negative values. They hadn¿t set up to observe negative pressures previously, as the circuit typically only sees positive pressures. When the prime was completed, the arterial roller pump was stopped, and the lines were clamped. Their typical practice is to keep recirculating until they are ready to cannulate the patient and go on bypass. The air they observed was seen after bypass when they were discarding the device. However, in this setup with stopping the pump, closing all shunts and clamping the arterial line, it was observed that the pressure in the circuit slowly dropping. The sweep gas was left running at 3 lpm at this time. The customer observed the pressure over time, and it was seen dropping to the range of -80mmhg and then air was pulled across the membrane into the arterial side, not the venous side they observed in their circuit. However, their tear-down circuits have been exposed to blood and proteins, perhaps altering the fibers so they don¿t respond the same way. In any case, it appears that the negative pressure was created by stopping the arterial roller pump and leaving the gas flow on, therefore removing water vapor from the fluid in the membrane. The customer repeated this twice to confirm, and then tried the same test using a terumo fx-15. The pressures dropped only to -50mmhg in the same time, and no air was observed. At that the customer seems to understand a possible reason for the air to appear, and decided to not stop the pump at the end of the case but keep it recirculating in order to prevent this issue from occurring. The customer also stated that a couple of weeks later they tried the same test with fx-25 and saw the same results as the fx-15 where the pressure only dropped to -50mmhg with no air seen. At the time of looking at this issue, the customer did not feel it was an issue with device, but their technique, however, with further discussion this week, the customer has asked that this be investigated by medtronic so maybe a better understanding of why this occurs with fusion and not the terumo oxygenator. There was no patient impact associated with this event.

Manufacturer narrative:
Correction b5: medtronic received information that after the use of a fusion oxygenator, the customer reported air in the arterial limb of the fusion oxygenator post pump and post flush. The customer observed the air upon throwing the pump out. It is observed before any tubing comes out of their respective raceway. The customer is unsure if it has something to do with draining the water lines connected to the device, that it may put some kind of negative pressure on the membrane. Another possibility is that the air comes out over time while the diluted pump prime is not being recirculated. It was unclear what was causing the air to appear, this seemed to be a new phenomenon that the customer had not observed previously. There are many procedures that could draw air into the circuit, but they confirmed that the most common reasons were not present when this occurred. Nothing appeared to be an issue with the customers priming technique to cause this to occur. No air was observed in the circuit after priming the circuit. The customer did modify their pressure monitoring technique to ensure that it could record negative values. They hadn¿t set up to observe negative pressures previously, as the circuit typically only sees positive pressures. When the prime was completed, the arterial roller pump was stopped, and the lines were clamped. Their typical practice is to keep recirculating until they are ready to cannulate the patient and go on bypass. The air they observed was seen after bypass when they were discarding the device. However, in this setup with stopping the pump, closing all shunts and clamping the arterial line, it was observed that the pressure in the circuit slowly dropping. The sweep gas was left running at 3 lpm at this time. The customer observed the pressure over time, and it was seen dropping to the range of -80mmhg and then air was pulled across the membrane into the arterial side, not the venous side they observed in their circuit. However, their tear-down circuits have been exposed to blood and proteins, perhaps altering the fibers so they don¿t respond the same way. In any case, it appears that the negative pressure was created by stopping the arterial roller pump and leaving the gas flow on, therefore removing water vapor from the fluid in the membrane. The customer repeated this twice to confirm, and then tried the same test using a terumo fx-15. The pressures dropped only to -50mmhg in the same time, and no air was observed. At that the customer seems to understand a possible reason for the air to appear, and decided to not stop the pum p at the end of the case but keep it recirculating in order to prevent this issue from occurring. The customer also stated that a couple of weeks later they tried the same test with fx-25 and saw the same results as the fx-15 where the pressure only dropped to -50mmhg with no air seen. At the time of looking at this issue, the customer did not feel it was an issue with device, but their technique, however, with further discussion this week, the customer has asked that this be investigated by medtronic so maybe a better understanding of why this occurs with fusion and not the terumo oxygenator. There was no patient impact associated with this event. Medtronic received additional information that when the customer spent time evaluating their observations, they observed that the phenomenon was not device related as it was observed with both the medtronic and terumo devices. However, the fusion oxygenator was more prone to cause this air to form. Correction d1, d2, d3, and d4: device details updated to fusion oxygenator. Correction g4: ¿PMA / 510(k) # corrected. Correction h4: device mfg date updated correction h6: img (annex g) code updated. Additional review of the event and/or additional information received shows that the allegation was related to the fusion oxygenator only, not the custom tubing pack. Based on the additional information, there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.